Event description:
Event description guidant received information that the patient with this implantable lead sustained several inappropriate shocks. The pocket was opened and the terminal pins and the setscrews were tested, and found to be fully engaged. When connected to the pacing system analyzer (psa) the lead displayed constant noise.